Event description:
The caller reported experiencing cgm error 42, which indicated a problem with the continuous glucose monitoring system. There was no adverse impact to the customer¿s blood glucose level, as the pump did not display the error code after a reset was completed. No further issues were noted following the reset process.